Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported loosening of the abutment. New screw was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative: one screw-replace friction-fit gold (mhlas) was returned for investigation. The reported/associated abutment (zoa441s) was not returned. Visual evaluation of the as returned product identified signs of wear due to usage. The device was in good condition. Per complaint description, the device had loosened many times. This investigation is focused on the first loosening event. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted. The reported devices were placed on tooth 36 (fdi) for approximately 2 years. Picture or x-ray images were not provided. DHR review was completed for the subject lot number (2018071880). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was completed for the subject lot number (2018071880). No other complaints about nonconforming products were identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.based on the available information device malfunction and the reported event could not be verified since the abutment was not returned. Additionally, no malfunction was identified with the returned screw.

Event description:
No further event information is available at the time of this report.